Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports they had two sets that leaked into the patient's backpack.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received outside its original package for evaluation. During visual inspection it was noticed that cross spike connector was detached. The reported issue is confirmed and can be related to a manufacturing/production process. A root cause and corrective/preventative action plan will be documented through a formal investigation. This complaint will be closed with no further action and will be used for tracking and trending purposes.